Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incident reported from this lot. The investigation was unable to determine a cause for the reported difficulties. The additional surgical procedure to remove the tip and portion of the stent appears to be due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received. Medwatch: no injury occurred. A stent was being placed and it did not disengage from the placement device appropriately. A piece of the disengagement device broke off and had to be retrieved by the surgeon. Diagnosis or reason for use: bilateral cfa endarterectomy and profundaplasty right cia an. Additional reported information indicates that the tip of the device broke off and had to be retrieved by the surgeon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch report # mw5063334 received.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa) with mild calcium throughout the vessel but a large chunk of calcium at the ostium of the sfa, no tortuosity, diffuse disease throughout and about 80% stenosis at the ostium. A 6f 55 cm non-abbott sheath was placed. Pre-dilatation was performed with a non-abbott balloon catheter (same size balloon as stent). A 6.5x100 mm supera stent system was advanced to be the third consecutive stent to be deployed in the patient; however, the stent could not be released from the deployment catheter after the stent was deployed. Reportedly, no portion of the stent was deployed in the introducer sheath. However, this resulted in having to open the patient for an sfa endarterectomy. A cut down on the commonal femoral artery was performed and wire cutters were used to get all of the stent out. When the stent was fully removed, the hook on the stent system was still attached to the proximal portion of the stent. The proximal edge of the stent looked irregular. The physician was unsure if the irregular appearance was due to pulling the stent into the sheath or prior to the event. Patch angioplasty was performed. There was a clinically significant delay in the procedure due to the sfa endarterectomy. The patient did fine. Reportedly, on (B)(6) 2016 during office follow-up the patient had a seroma and was sent home with packing materials and no antibiotics. The patient came back on (B)(6) 2016 and the site looked great; however, on (B)(6) 2016 the patient called and indicated that the site was leaking again. No additional information was provided. Medwatch: no injury occurred. A stent was being placed and it did not disengage from the placement device appropriately. A piece of the disengagement device broke off and had to be retrieved by the surgeon. Diagnosis or reason for use: bilateral cfa endarterectomy and profundaplasty right cia an.